Event description:
According to the reporter, during an open procedure on the second firing of the stapler, the device did not fire, the device fired normally on the first time, then they reloaded the device, when the time the surgeon fired the stapler the device cannot be fired. They opened another device to complete the case and resolve the issue. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device single use loading unit. The visual inspection of the returned product noted that the center bar had retracted in the retainer. The single use loading unit had a full complement of staples with some staples perturbing towards the proximal end. The interlock was triggered. Microscopic inspection of the knife blade displayed no damage. Functional testing was unable to be performed due to the center bar in the retainer. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the center bar retraction condition may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. Replication of the triggered interlock may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incidentshould new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.